Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic due to diaphragmatic stimulation. Diagnostic imaging was performed, and left ventricular (lv) lead dislodgement was confirmed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within product specification. The damage noted on the lead is consistent with procedural damage. No lead malfunction was observed.